Manufacturer narrative:
The investigation confirmed that lower than expected phyt quality control results were obtained while using the vitros 5,1 fs analyzer. An ocd field engineer performed "as needed" maintenance and adjustments to the immuno wash metering and incubator subsystems. Performance testing following service verified that the equipment was returned to expected operation. The root cause of the event is instrument related.

Event description:
The customer obtained lower than expected vitros phyt quality control results (tdm pv iii qc results = 19.7, 19.3, 21.1, and 22.0 ug/ml vs. Expected result = 27.8 ug/ml) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. There was no report of affected patient samples. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. Complaint number (B)(4).